Manufacturer narrative:
This event is being reported to the food drug and administration late. CAPA-35 was open to investigate the root cause of the late report. During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.237 ohm. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. The power filter module was replaced, and the ground resistance test subsequently passed with a measured value 0.019 ohm. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.237 ohm. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.